Manufacturer narrative:
Visual inspection: during the investigation, a deformation of the housing surface was determined. Permeability test: a permeability test has shown that the valve is permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in the horizontal position. The results show that the valve is not operating within the acceptable tolerance in the horizontal position. An accelerated outflow was determined. Adjustment test: the progav was tested and is not adjustable. Braking force and brake function test: the brake functionality test has shown that the brake function is operational, however the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection; after dismantling of the valve, deposits were found in progav. Result: based on our investigation results, we can determine an accelerated outflow and non-adjustability at the progav. The deformation detected on the valve and the visible deposits on the inside have led to the functional impairment. Deposits caused by natural substances in the body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of proteins can impair the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav valve (#fv410t) was implanted during a procedure performed in 2013. According to the complainant, the valve showed an under-drainage and adjustment difficulties. The patient underwent a revision procedure performed on 06/14/2024. The complainant device has returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 11 years, 3 months. Weight: 36 kgs. Height: 152 cm. Gender: female. Same event as # 3004721439-2024-00192.